Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 07/21/2023, it was reported by an arthrex employee via sems that an ar-4500 meniscal cinch¿ fiber wire broke. When placed in the 18mm position of the meniscal cinch, the traction fiber wire broke. There was no additional information provided. Additional information has been requested.

Manufacturer narrative:
The complaint allegation is not confirmed. Upon visual inspection, the fiber wire did not have any issues. The first implant was deployed, and the second implant was found inside the cannula of the meniscal cinch¿. Functional testing was not performed due to the damage to the device. No problem was found.

Event description:
Additional information was provided on (B)(6) 2024 where the arthrex employee stated this failure occurred during an acl procedure where all fragments were retrieved. Another fiber wire was used to complete the procedure.

Manufacturer narrative:
Additional information was provided on (B)(6) 2024 where the arthrex employee stated this failure occurred during an acl procedure where all fragments were retrieved. Another fiber wire was used to complete the procedure.